Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV , cysts , radial folds , fluid around the implants , swelling and pain.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV , cysts , radial folds , fluid around the implants , swelling and pain. The device remains implanted.